Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be sent once the investigation is completed. It should be noted: customer was wearing the navigator sensor on his shoulder, which is not an approved insertion site. He also reported having received a sensor alarm indicating the sensor was expired. During a follow-up call, customer noted that the navigator sensor he was wearing had not yet completed the calibration period. This would result in no readings being reported by the device. It is unknown whether he was wearing the not yet fully calibrated sensor or the already expired sensor at the time of the medical event. Label copy instructs customers that the navigator continuous monitoring system results are not intended to replace traditional blood glucose results. Any adjustments to diabetes management must be based on blood glucose results only. Dates of manufacture: freestyle navigator receiver: (B) (4) 06/05/2006 freestyle navigator sensor: (B) (4) 04/02/2010 freestyle navigator transmitter: (B) (4) 05/19/2006

Event description:
Customer reported receiving a reading of "lo" from his freestyle navigator continuous monitoring system. He also reported receiving a reading of 263 mg/dl from the freestyle built-in meter, but this reading was not received within 2 minutes of the reading he received from the continuous monitor. Dates when these readings were obtained was not provided. It was further reported the customer experienced a loss of consciousness on (B) (6) 2010 while driving, resulting in an accident. Customer reported sustaining a laceration on his shoulder and an "injury" to his right hand. Customer noted he has hypoglycemia unawareness syndrome and did not experience any symptoms at the time of the event. Paramedics were called and treated customer with glucose. Customer was transported to a local health care facility where he was diagnosed with severe hypoglycemia and treated with IV glucose. There was no report of death or permanent impairment associated with this event.

Event description:
Reporter alleged obtaining a blood glucose test result of 5 mg/dl which is outside the numeric reading range of 10-600 mg/dl of the compact plus system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during that time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she lost the meter and it is possible no product will be returned for evaluation.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The low reading alarms that the customer reported were not found in meter data log. There are no readings received on the navigator on the day of the reported medical event. This is a final report.